Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to cracked/shattered touch screen. Customer administered a manual injection to address bg level. Customer continued to use pump for insulin therapy.